Manufacturer narrative:
The handpiece was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and the rotor was stuck in the motor, causing corrosion. The rotor assembly, motor, and bearings were replaced. The handpiece was returned to the customer.

Event description:
It was reported that the attachment heated up. The customer could not provide any further information. It is unknown if this event occurred during a surgical procedure, or it there was any patient involvement. It is unknown if there was any adverse consequences alleged with this event.